Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a large bi-leaflet prolapse, and pre-existing large flail gaps, and posterior flail on barlow¿s disease. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2026, an echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda, causing mr to increase to a grade of 4+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy, as per case details. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances as no intervention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a large bi-leaflet prolapse, and pre-existing large flail gaps, and posterior flail on barlow¿s disease. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2026, an echocardiogram was performed, and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda, causing mr to increase to a grade of 4+.